Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they experienced low blood glucose level of 47 mg/dl. The customer's blood glucose level was unknown at the time of call. The customer did not mention how they treated. The customer did not mention any symptoms. It was unknown if the auto mode feature was active during the event. Troubleshooting was discontinued as call was dropped. Customer stated that they got calibration not accepted after waiting an hour because blood glucose level was low. The insulin pump will not be returned for analysis.